Manufacturer narrative:
Device returned with no lot identification. Broken top bottom shroud. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, top and bottom sh; damaged tip shrouds, yes; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: form conform, no; jaws: hold clip, no; jaws: inside width at tips, 177 and lockout functional, yes. Analysis conclusion: based upon the inquiry info recieved and the visual and functional results, it was concluded that the top and bottom shrouds had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the instrument occurred. It should be noted that if the jaws are torqued or closed over a hard object, the instrument can become damaged and will not form the clips properly.

Event description:
It was reported that the device was used during the unk procedure. It was reported by the affiliate that the device was dropping clips. The clips did not fall into the pt. There was no pt consequence.